Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, a coil got stuck 30 centimeters from the hub. There were no complications or intervention reported with this event.